Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage from the connection between the yellow syringe connector and the tube. This occurred during priming. There was no report of patient involvement.

Manufacturer narrative:
One used device was received for evaluation. No damage or anomalies were observed; however a leak was observed at the tube luer junction of the cassette. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation.